Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 145 mg/dl. The customer stated that the display did return upon troubleshooting with a new battery. Advised the customer to monitor the insulin pump and that a replacement battery would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.